Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged anxiousness/shortness of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging anxiousness/shortness of breath. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer observed dirt/dust contamination inconsistent with degraded sound abatement throughout device enclosure and airpath, suggesting a source external to the device and also found evidence of contamination in the water ingress on the blower and the blower box enclosure.there was no evidence of sound abatement foam degradation. The device's downloaded logs were reviewed by the manufacturer and found 1 errors logged. The manufacturer concludes the contamination found was inconsistent. There was no evidence of sound abatement foam degradation found within the device.

Manufacturer narrative:
The manufacturer missed to capture section d1 and d4 in previous report. It has been updated in this report. The manufacturer missed to capture section h4 in previous report. It has been updated in this report.